Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. A review of device memory noted several memory errors but confirmed the device battery status was good at 2.96 volts/beginning of life (bol). An attempt was made to reprogram the device and it began to continuously reset. Sensing and pacing functions were verified to be normal and the device firmware was confirmed to be free of corruption. The device case was removed to facilitate inspection of the internal components. Detailed testing found an issue with an integrated circuit within the device. This resulted in the clinically observed product performance issues.

Event description:
Boston scientific received information that during the implant procedure, this pacemaker displayed an alert upon initial interrogation. The alert appeared to be related to a programmer issue and not the pacemaker; however, as a precaution, the pacemaker was not implanted. There was no patient involvement.